Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aneurysm with gore excluder® aaa endoprostheses. The procedure was concluded with no reported endoleaks. On unknown date, a proximal type I endoleak with aneurysm enlargement (amount unknown) was identified during a follow-up. It was reported the patient¿s proximal neck was highly angulated over 60 degrees (out of IFU). The cause of the proximal type I endoleak was suspected to be migration (distance is unknown). On (B)(6) 2017, the patient underwent a re-intervention. Three pla230300j were reportedly implanted proximal to the trunk-ipsilateral leg component to treat the proximal type I endoleak. The endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aneurysm with gore excluder® aaa endoprostheses. The procedure was concluded with no reported endoleaks. On unknown date, a proximal type I endoleak with aneurysm enlargement (amount unknown) was identified during a follow-up. On (B)(6) 2017, the patient underwent a re-intervention. Three pla230300j were reportedly implanted proximal to the trunk-ipsilateral leg component to treat the proximal type I endoleak. The endoleak was resolved. The patient tolerated the procedure.